Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in clinic, an x-ray revealed that the pacemaker migrated down the patient's body. The slack of the atrial and right ventricular leads were lost due to this but the device maintained normal function. The device was re-positioned successfully and slack was added back to the leads. The patient was stable after the procedure.